Manufacturer narrative:
Other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed.the device had a lifting downstream sensor seal. No evidence of reported issue was found in event history log. Reported problem was not duplicated. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired on 08-nov-2022 for bubbled dso seal. The replacement of the dso seal can impact the function of the dso sensor if not performed correctly, but there is no indication of any issues with the previous repair in this evaluation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed occlusion at 27.81 psi. No patient involvement reported.